Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection of this device revealed a slight bend on the guide pull wire. The stent was flattened in both ends. The functional evaluation performed on this device was successful with no resistance felt at the rx window and no defects observed on the guide catheter. During the functional evaluation, a 0.035inch guide wire was passed into the distal end of the push catheter with the guide catheter fully retracted inside the push catheter, the guide wire came out the rx ramp window successfully. The retracted guide catheter was pulled distally from the push catheter until fully extended. It is unknown if both ends of the stent were flattened during shipping or preparation. There is no indication from the event description that this device had any physical patient contact, therefore the most probable root cause for this complaint is handling damage

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system used during an (ercp) in the bile duct of a male patient (patient age and weight are unknown). During preparation for the procedure, when they removed the stent from the package one of the ends was found to be flattened. The procedure was completed with a different stent with no reported patient complications. The patient was reported to be fine after the procedure.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system used during an (ercp) in the bile duct of a male patient (patient age and weight are unknown). During preparation for the procedure, when they removed the stent from the package one of the ends was found to be flattened. The procedure was completed with a different stent with no reported patient complications. The patient was reported to be fine after the procedure.